Event description:
It was reported to philips that the system did not start up correctly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system did not start up correctly. Upon troubleshooting, the distributor field service engineer (fse) checked the system onsite and decided to monitor the system and found no error with the system. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.